Event description:
Pt presented (B)(6) 2016 with a 2 week history of increased sob, decreased exercise tolerance, leg edema, early satiety and decreased appetite, claudication of ble, and severe lle pain. Concern for pump thrombosis with elevated ldh (1200) at outside medical facility. Vad flows on admission: 9200rpm, pi 5.5, power 6.9, flow 6.1. Pt placed on a heparin drip and ldh down trended. Pain in the left leg increased acutely on (B)(6) 2016. Arterial ultrasound found livedo recularis in left leg. Due to rising ldh on (B)(6) 2016 and increased claudication, an exchange was planned on (B)(6) 2016 (9200rpm), pi 6.1, power 7.3, flow 6.2). On (B)(6) the pt suffered a presumed tia (acute onset of expressive aphasia and some left arm and leg weakness) as no acute hemorrhage or cortical infarction seen on CT. Pt had progressive heart failure and worsening renal function. As a result, pt elected to pursue palliative care on (B)(6) 2016.